Event description:
The patient was being transferred from the bed to the wheelchair. The patient was already up to the lift and almost over the wheelchair when the patient shifted and jerked their legs up. The left leg clip came off and the patient fell out of the sling. The patient suffered a laceration to their head which required four staples, and bruising to both elbows.